Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). According to the evaluation by (B)(4), the following was found. A deposit adhered to the forceps elevator channel. There was leakage from the control unit. The inside of the device was corroded. There were discolored parts and dirt on the outer surface of the device. The insertion tube has an offensive odor, and was discolored brown. There were scratches and deformations on the device. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A foreign material was exited out from the channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.